Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spacer was attempted to be implanted during a spacer placement procedure performed on (B)(6) 2020. According to the complainant, the kit was put together with no issues. The physician placed the needle correctly and hydro-dissected, and aspirated. Reportedly, only 1/2 cc was injected because the needle and y-connector clogged. Additional kit was used, however it also clogged at the y-connector. No other kits were available so the procedure was aborted. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.